Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump non responsive act buttons and screen was scratched. Customer¿s blood glucose level was unknown at the time of incident. Customer state that the insulin pump had rejected battery. The insulin pump will not be returned for analysis.